Event description:
It was reported that the twist clamp of the minicap transfer set was difficult to move after the transfer set was used for four weeks. As a result, the home patient (hp) decided to use non-baxter disinfectant solution in order to make the twist clamp rotate again. Normally the hp is not using any disinfectant solution with the transfer set. The registered nurse (rn) changed the transfer set right after becoming aware of the issue. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During sample evaluation, visual inspection, leak testing, clear passage and clamp function tests were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue could not be confirmed. Therefore, no cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.